Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in a mildly tortuous and moderately calcified left anterior descending artery. A 06/2.50 flextome cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured. The device was removed smoothly from the patient's body. The procedure was completed with a different device. Patient was stable post procedure.